Event description:
It was reported that the balloon of this device burst while dilating a lesion during an angioplasty procedure. There has been no claim of injury related to this event. The device is being returned for evaluation.